Event description:
The customer reports the device is showing charge button failure. There is no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports the device is showing charge button failure. There is no reported pt involvement. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.